Event description:
It was reported that the patient experienced a loss of therapeutic effect. The lead impedance measurements were greater than 4,000 ohms. The patient was at the clinic. Further information is being requested.